Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, foreign material was found on the intraocular lens (iol). A new lens was used to complete the procedure. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. The lens has surgical gauze like material, loose fiber like material, and a loose piece of dark foreign material observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The attached photos match the returned sample. The product investigation could not identify a root cause for the observed foreign material. The presence of surgical solution on the returned sample is evidence that the product was subjected to handling. Due to the condition of the returned sample and the presence of surgical solution, we cannot verify the foreign material was present when opened. The origin is unknown. The manufacturer internal reference number is: (B)(4).